Event description:
The pt developed trouble shortly after surgery while in the unit. The pt was taken back to surgery where blood was noted in the tubing. The iab shaft was cut in half while removing. No pt injury or further complications occurred. No further details provided.